Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. The device was found to be in backup reset mode. The patient had undergone transcutaneous electrical nerve stimulations (tens) to his back 2-3 times in the last 6 weeks, potentially caused the device to be in reset mode. A firmware download was performed successfully. A week later, the device was in backup reset mode again. It was noted that the patient may had a potential procedure (emi) since the previous firmware download. Another firmware download was performed successfully.